Event description:
A blood to gas leak was detected from the product approximately 40 minutes into ECMO support. The device was changed out during the case with no reported patient effect. Subsequently, the patient was removed from ECMO with no reported complication.